Event description:
It was reported to vyaire medical that transducer fault occurred during a usage on a patient on the vela ventilator. The customer reported the patient was moved to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.